Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device; however, the customer requested a field service engineer to come onsite for further troubleshooting. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that white noise on the evis exera iii video system center was noted with four different scopes. The customer cleaned the connectors of the scope and ensured the device was powered off when connecting and removing the scopes. The event occurred during a diagnostic procedure and there was no patient harm or user injury reported due to the event.

Event description:
During a follow up call with the customer, they noted in addition to the white noise, communication error b30 was observed and when the cv-190 was swapped, the light source was able to work. The customer confirmed the procedure was a colonoscopy that was prolonged for about 15 minutes as the user changed out machines. The procedure was completed with another device. No medical intervention required because of the reported problem. The patient was not impacted by the event and there were no death, injury, or infection. Other related patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. However, an additional reportable malfunction was found during inspection: deformation of the power supply unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon " 15-minute delay of the procedure (colonoscopy)" occurred due to the device malfunction that which resulted in the device being replaced with another device. However, the root cause of the phenomenon could not be specified. Additionally, the phenomenon "white noise is occurring " is likely due to noise added to the endoscopic image cause by the following: some observation monitors generate strong electromagnetic waves (electric scalpels, etc., the image cable was poor, poor cv-190, poor printed circuit board (dp board), defective converter, poor printed circuit board (dx board), poor printed circuit board (cp board), or poor observation monitor. However, the root cause of the phenomenon could not be identified. The phenomenon "b30" was possibly caused by some kind of abnormality in communication with the scope due to the attachment of foreign matter or moisture at the electrical junction. However, the root cause of the phenomenon could not be identified. The phenomenon "deformation of the power supply unit" the root cause of occurrence was not identified from the information received. The event can be detected by following the instructions for use, cv-190 service manuals, page 4-84. In addition, the following non-reportable malfunctions were found during the device evaluation: damaged serial digital interface connectors and rear panel deformation olympus will continue to monitor field performance for this device.